Manufacturer narrative:
Investigation ¿ evaluation: the ngage nitinol stone extractor has not been returned and no photographs were provided. Therefore, a physical examination could not be performed. A document based investigation has been performed. The investigation included a review of complaint history, the device history record, and quality control data. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls are in place in manufacturing to assure device functionality prior to shipping. A review of the device history record did not reveal any non-conformances to be associated with the device lot number 7668250. A review of complaint history for the complaint product and lot number combination revealed that there have been no other complaints received. Based on the information available and without the device; a root cause was not able to be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer, while preparing the ngage nitinol stone extractor for use in a cystourethroscopy laser lithotripsy with stent insertion the extractor would not open and close. The extractor was put aside and replacement ngage nitinol stone extractor was opened and used to perform the procedure. The non-functional device did not come in contact with the patient.